Event description:
Customer is returning faulty catheter. The user facility has reported that when the catheter was connected to the icp monitor, the monitor did not display readings and could not proceed to execute.